Manufacturer narrative:
Medwatch sent to FDA on 11/10/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Patient reported that after injection with 2 syringes of juvederm voluma xc in the cheeks, the patient experienced "pain on the left side of the face" noticed one day after injection. The patient stated that the pain was initially intermittent but for the last two days has been persistent. The patient reported that the pain started in the cheeks but is now in the jaw area as well. The patient self treated that symptoms with advil. The symptoms are ongoing. The patient was taking "synthroid and cholesterol medication" concomitantly with the injection.